Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed no delivery twice and then after a set change it alarmed motor error. Customer's blood glucose was 23.0 mmol/l. The device was not exposed to magnetic field and doesn't wear the sensor. Customer was advised to discontinue use of the device and revert to back up plan. The device is being returning for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms or no delivery alarms noted during testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. However, the motor was tested outside of the device and passed. The insulin pump has minor scratches on the lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on the reservoir tube window.